Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had perforated the heart. The patient experienced pleural tamponade and it was treated by drainage. The lead was successfully repositioned and the patient was stable post procedure.